Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, immediate implantation (not possible), mobility. 3 implant placements #46 were not successful. (B)(6) are the same patient.